Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Unknown suture passers. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This is report 1 of 2 for the same event. This report is being filed after the review of the following journal article: s. Carbone, et al, 2018 ¿ arthroscopic single-row repair of massive potentially irreparable postero-superior cuff tear¿, musculoskeletal surgery 102 (suppl 1): 513-519, (italy). Complications stated in article: "no intra-operative complications occurred; at the final follow-up, five patients (15, 6%) were not satisfied of the results and asked for revision surgery. Of those five patients, three had a re-tear as shown by sonography; two showed an unsatisfactory range of motion wilh inability of daily activities.